Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.(date of birth) information was not provided.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch® ultra meter is giving a battery indicator message. The patient¿s diabetes is managed with self adjusting insulin. The power issue began on the morning of (B)(6) 2010 while the patient took her usual dose of novolin insulin (50 u). Sometime after, the patient reportedly develop symptom of shakes. The patient did not receive any medical intervention that would suggest severe hypoglycemia or hyperglycemia at the time of concern. It would have been helpful to have more details concerning the patient¿s diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the customer care advocate concluded that the battery needed to be replaced. However, the patient did not have a replacement battery. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she had symptoms that can be associated with hypoglycemia after the power issue began.